Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid and distal regions were lifted from the crimped position. The undamaged stent outer diameter was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 22 x 3.0mm, concetric, de novo target lesion was located in the mildly calcified left circumflex artery. After engaging the left coronary artery with a 6fr ebu 3.5 and wired the lcx with a non-bsc device, pre-dilatation was performed using a 2x12mm maverick balloon. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the leison. Upon removal, it was noticed that the stent struts were damaged. The procedure was completed with a 2.50x24mm synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 22 x 3.0mm, concetric, de novo target lesion was located in the mildly calcified left circumflex artery. After engaging the left coronary artery with a 6fr ebu 3.5 and wired the lcx with a non-bsc device, pre-dilatation was performed using a 2x12mm maverick balloon. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the leison. Upon removal, it was noticed that the stent struts were damaged. The procedure was completed with a 2.50x24mm synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.